Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the healthcare professional (hcp) that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod. Symptoms reported include vomiting. The patient was treatment and discharge date was not provided. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
Per additional information on may 7th, 2026, this case is not a true customer case or interaction. This case came in internally for training. The event does not meet reporting criteria.